Event description:
Plaintiff's attorney alleges a serious and permanent injury occurred to the plaintiff while he was using the suspect device. No further details on the injury were provided.

Manufacturer narrative:
Standard disclaimer on file. Actuall device was returned for eval.